Event description:
Dr's staff was mixing cement using the artisan mixing system. After complete mixing (60 sec) the cement was lumpy and not completely mixed. There was no adverse consequence for the pt.